Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue, resolved the issue by replacing the hinges, screws, lower display bezel, upper display bezel, lcd upper bracket frame and display top cover assy. The fse also installed an additional spare li-ion battery per customer's request. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the display housing of the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.